Event description:
Sorin group (B)(4) rec'd a report that, prior to going onto bypass, the buttons on the touchscreen disappeared from the display. Restarting the entire system resolved the issue and the procedure was completed w/o problems. There was no pt involvement as the issue occurred during priming.

Manufacturer narrative:
Sorin group (B)(4) manufactures the cp5 control panel. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4)rec'd a report that, prior to going onto bypass, the buttons on the touchscreen disappeared from the display. Restarting the entire system resolved the issue and the procedure was completed w/o problems. There was no pt involvement as the issue occurred during priming. The investigation is ongoing. A f/u report will be filed when the investigation is complete.